Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Sugar reached 29 mmols [blood glucose increased]. Haven't been able to administer their insulin [product dose omission issue]. Not having novopen 6: no stock received [product availability issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "sugar reached 29 mmols(sugar blood level increased)" with an unspecified onset date, "haven't been able to administer their insulin(missed dose)" with an unspecified onset date, "not having novopen 6: no stock received(drug delivery device unavailable)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", a non-novo nordisk suspect product insulin (insulin) (dose, frequency & route used- unknown) from unknown start date for "product used for unknown indication". The patients height, weight and body mass index were not reported. Current condition: vision problems. Since an unknown date no stock received for novopen 6. Patient advised that as a result of not having the novopen 6, patient had not been able to administer their insulin and that sugar level (blood glucose) reached 29 mmol. Patient advised they had received a novopen 4 in the meantime but were unable to use it as they had vision problems and could not see the dose selector. Patient was stressed and required a novopen 6 device. Batch numbers: novopen 6: unknown. Insulin: not available. Action taken to novopen 6 was not reported. Action taken to insulin was not reported. The outcome for the event "sugar reached 29 mmols(sugar blood level increased)" was unknown. The outcome for the event "haven't been able to administer their insulin(missed dose)" was unknown. The outcome for the event "not having novopen 6: no stock received(drug delivery device unavailable)" was not reported. Unable to obtain follow up consent details, hence no further information available. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: reporter's causality (novopen 6) - sugar reached 29 mmols (sugar blood level increased): unknown. Haven't been able to administer their insulin (missed dose): unknown. Not having novopen 6: no stock received (drug delivery device unavailable): unknown. Company's causality (novopen 6) - sugar reached 29 mmols (sugar blood level increased): possible, haven't been able to administer their insulin (missed dose): possible, not having novopen 6: no stock received (drug delivery device unavailable): possible. Reporter's causality (insulin) - sugar reached 29 mmols (sugar blood level increased): unknown haven't been able to administer their insulin (missed dose): unknown not having novopen 6: no stock received (drug delivery device unavailable): unknown company's causality (insulin) - sugar reached 29 mmols (sugar blood level increased): possible, haven't been able to administer their insulin (missed dose): possible, not having novopen 6: no stock received (drug delivery device unavailable): possible. Investigation results: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Unable to obtain follow up consent details, hence no further information available. Since last submission the case has been updated with the following: malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab b, c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer comment: 25-aug-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Due to unavailability of device, patient missed to administer insulin leading to hyperglycaemia. H3 continued: evaluation summary: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.